Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use, a large discrepancy was experienced between the invasive and non-invasive blood pressures on the arterial set. The set was changed out and the cable was changed out with no correction. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. Upon evaluation, the returned device passed functionality tests and functioned as expected. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.